Event description:
It was reported that the after wearing the pod on the abdomen between 37 and 48 hours, the site was red, burning and irritated. Insulin was noticed to be leaking out during wear. The patient visited the family doctor, who prescribed cream (flamigel 50 mg) to apply on the affected area 2 to 3 times a day for 2 weeks. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.